Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced excessive bleeding after inserting the abbott diabetes care (adc) sensor. The customer experienced symptoms of bleeding and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) where metformin, insulin novorapid, lantos and ramlch was provided for treatment. There was no report of death or permanent impairment associated with this event.